Event description:
It was reported that the patient presented in-clinic after receiving a shock. During interrogation possible output circuit damage was observed. An episode showed hv therapy and then the device timed out. The device was explanted.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The high voltage output circuitry was found damaged. Stored egms in device showed several aborted charges and noise. The noise was not reproducible in laboratory the cause for output circuitry damage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The field reported noise was confirmed via review of stored electrograms. During bench testing, noise could not be reproduced. The cause of the noise remains undetermined.